Event description:
Reportedly, as the trocar was inserted through the cannula, a piece of the cannula disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: laparoscopic nephrectomy. No pt injury reported.